Event description:
Report received via litigation states "baxter's extension tubing" became disconnected allowing the pt's "blood to be pumped out of their body and on the bed and floor." Reportedly, the loss of blood caused the pt to "go into a code status and directly caused extensive brain damage". Report states as a result of this incident, the pt expired.